Event description:
It has been reported to philips that the wireless footswitch disconnected with the base station and the battery could not be charged, despite displaying a green led on the battery indicator. The customer has a wired footswitch available for use. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the wireless footswitch losing connection to the azurion system on startup and the footswitch battery not charging occurred while the system was in clinical use. The procedure was completed using the wired footswitch. No patient or user harm was reported as a result of this issue. The wireless connection could not be reliably re-established. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Reportedly, the wireless footswitch was turned off and would not turn on and the charger's green led was illuminated, but would not charge the foot pedal. The fse reset the wireless footswitch by replacing the battery. By removing the battery, the power to the footswitch is removed which resets the software. The same effect would be achieved by reinserting the battery. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). Philips has attempted to obtain patient information. However, the customer has not provided the requested information. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.